Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a ventricular catheter (ID 823041) and a certas valve were implanted with unknown setting due to hydrocephalus. Subcutaneous csf accumulation was observed around the device. The valve's patency was confirmed through radio isotopes. Therefore, the valve and the catheter were removed and replaced. When implanting the new ventricular catheter, the insertion location was changed from frazier¿s point to koccher¿s point. It was stated that, the surgeon could not think of the causation of subcutaneous retention other than the valve breakage. It was confirmed that the valve was not broken, however, there was a suspicion of ventricular catheter blockage. The patient is currently in follow up. According to information provided, it is unknown if the patient experienced any signs and symptoms due to suspected catheter blockage.

Manufacturer narrative:
The hakim ventricular catheter (ID 823041) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated, no occlusion noted. Root cause analysis ¿ the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter. At the time of investigation, no function issues were noted.

Event description:
N/a.